Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that cardiac arrest occurred. In (B)(6) 2013, the patient presented due to asymptomatic ischemia and percutaneous coronary intervention (pci) was performed. The 75% stenosed, 3.0mm x 30mm, type c, de novo, eccentric, diffuse target lesion with a bend of under 45 degrees was located in the moderately tortuous and non calcified distal right coronary artery. A 3.00x38mm promus element plus drug-eluting stent was implanted at 12 atmospheres to treat the lesion. Post-dilatation was performed. Post-procedure, timi 3 flow was restored and residual stenosis was visually confirmed as 0%. The following day, the patient was discharged. In (B)(6) 2015, cardiac arrest occurred. Medication was administered and the patient's condition was fine.